Event description:
The customer contact reported blood loss. It was reported that after connecting the male adapter plug to the pt's catheter, blood leaked from the connection. It was estimated that the volume of blood loss was no more than 3ml. The male adapter plug was replaced and the therapy was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.